Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was difficult to deploy from the catheter. After the clip was deployed, the clip fell off the bleeding site. The clip was removed from within the patient. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient¿s condition following the procedure was reported as stable.

Manufacturer narrative:
Investigation results: only the clip assembly was received for evaluation. Visual examination noted that the prongs were bent. Functional analysis could not be performed because the clip assembly was detached from the delivery system. Investigation found the complaint clip was returned fully deployed and the catheter was not returned. Based on the condition of the returned device, the reported failure (difficult to release from the catheter) could not be confirmed and the root cause of the reported issue could not be determined. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on march 15, 2013 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was difficult to deploy from the catheter. After the clip was deployed, the clip fell off the bleeding site. The clip was removed from within the patient. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported as stable.

Manufacturer narrative:
It was reported the patient was over 18 years old. (B)(4) for the reported event of clip difficult to release from catheter. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.